Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The report of the thermogard console was slow to cool was confirmed during functional testing. The root cause is due to a dirty air filter and dirty tank due to lack of preventive maintenance. Upon visual inspection, tank and air filter was dirty. Unrelated to the reported complaint, the console's coldwell cap assembly and drip pan was missing. A review of the event log was performed and no issues were observed. After service and replacing air filter, coldwell cap assembly and drip pan, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was slow to cool. The reporter was unable to specify if the issue occurred during device check or patient use. No consequences or impact to patient.